Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was admitted to the hospital due to abdominal pain and cloudy fluid and was treated with amikacin injection (500mg as start dose, followed by 100mg in one bag per day, intraperitoneal, for 12 days) and cisnam injection (1g, one bag per day, intraperitoneal, for 12 days) for peritonitis. On an unreported date, the patient was treated with vancomycin injection (1gm, intraperitoneal) for peritonitis. Two days after the event onset, the patient was discharged. Ten days after the event onset, the patient was recovered from the events. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.